Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: additional information. D10: device availability additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: event problem and evaluation codes additional.

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6) (lot#7271224). However, transmitter with serial number (B)(6) (lot#7272355) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage check was performed and passed. Pairing test/download was performed and passed.a review of the share logs was performed and loss of connection was found for serial number (B)(6) (lot#7272355) within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.